Event description:
In an abstract, it was reported that during a kyphoplasty procedure, a dorsal leakage occurred, which caused an incomplete parapesis. It was reported that the parapesis was cured completely. No other information was provided.

Manufacturer narrative:
Report source - predictive factors for failure and survivorship analysis after x stop implementation, by tuschel a, chavanne a, becker s, ogon m, abstract at eur spine j (2008) 17:1540-1633. Routine literature search. Results - no conclusion can be drawn. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.